Event description:
It was reported that the cot dropped down to the lowest position from the central position during a patient move. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the release handle spring and the slide tube lock. Evaluated by a third party service provider.

Event description:
It was reported that the cot dropped down to the lowest position from the central position during a patient move. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.